Event description:
The patient was having repair of an incarcerated umbilical hernia with mesh. For some reason, during the surgery, the mesh reportedly broke and was removed, and another mesh was used in its place without incidence. No harm/injury occurred to the patient from the first piece of mesh breaking and its removal. Dates of use: (B)(6) 2017. Diagnosis or reason for use: being used for umbilical hernia repair. Ref (B)(4).